Event description:
Information received from the patient notes of not feeling well after implant. The patient began to swell up and break out all over. The patient could not eat or sleep from scratching and hurting. The patient went to the doctor and was given a prescription but still got sicker with a fever and chills. The patient went to bed and "in the night it burst open" and the patient was covered with blood and pus. Subsequently, she had a stroke.~~~~~